Event description:
Piece of tampon stuck in my vagina [foreign body in reproductive tract]. Bad odor - vagina [vaginal odour]. Found a piece of tampon in my vagina [device breakage]. Case narrative: consumer reported via email that she found a piece of tampon stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.